Event description:
It was reported that pump displayed malfunction code 25 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while tandem technical support arranged shipment of replacement pump, confirmed warranty.